Event description:
It was reported that during a stapled hemorrhoidectomy procedure, the event happened during firing. The patient had 3rd degree hemorrhoids. The stapler did not cut and staples deployed. The tissue was cut a little bit but the staples were stuck at the washer as the washer didn't cut through. The bleeding site was sutured and re-stapled again with another like device. The patient had to stay longer in the hospital, for 4 days, due to some infection at the wound. Additional information has been requested.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Breakaway washer cut off center.